Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that the patient¿s pump was implanted in the right flank and the patient had been uncomfortable. The pump was to be moved on (B)(6) 2014 to the right abdomen which would also require the revision of the catheter. There were no reported issues with the therapy. This device system delivered dilaudid. Further, the patient underwent a pocket revision. The patient did not want the pump moved so the physician simply tacked down the pump further with suture loops. That was done and the patient was doing ¿fine¿ and the therapy was ¿fine.¿ it was then also reported that the patient had an infection and indicated she had to have the pocket revised or the pump replaced. She also reportedly had a lot of fluid around the pump initially and lost a significant amount of weight and that was one of the reasons why she had to have an additional surgery on the pocket. The patient still had staples in from her surgery.